Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, pump will not run. Troubleshooting was performed but the alarm persisted. Air was noted in the tubing. A total reservoir volume of 49.0 had been programmed and 43.0 ml had been given. The patient was not affected. The event occurred while in use with patient.